Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 3/17/2023. There has been no response to this recommendation as of the date of this report.

Event description:
A cardioquip technician reported to cardioquip that the customer's device contains possible contamination.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to assess water quality. Lab results for bacterial contamination were within cardioquip's specifications for water quality. No repair is required as the device is fully functional.

Event description:
A cardioquip technician reported to cardioquip that the customer's device contains possible contamination.